Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what is meant by "the security is found broken"? Was the safety lever difficult to disengage? If not, please provide further detail of the event that occurred. When the device cut the tissue but did not staple, what was done to rectify the issue? How was the procedure completed? Were there any patient consequences?

Event description:
It was reported that during a hemorrhoidectomy procedure, the security is found broken. On activation of the clamp, there was just cutting but no stapling. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information requested and received: can you please clarify what is meant by "the security is found broken"? Was the safety lever difficult to disengage? If not, please provide further detail of the event that occurred. When the device cut the tissue but did not staple, what was done to rectify the issue? How was the procedure completed? Were there any patient consequences? Response: it was reported by the surgeon that he found the security broken when he tried to remove the device from the packaging. According to him, the safety red button fell to the ground and the closed staple height indicator was not horizontal, knowing that the disposable is new and sterile. He decided to use the device and after activation, he found that there is no stapling, only cutting to rectify the issue, he used suture. After, he flipped the device over to analyze it, and then all the staples fell to the ground. Fortunately, there is no patient consequences.